Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that he believes that his infusion sets were not giving him insulin. He said that he got a no delivery alarm. He changed out everything and received another no delivery and could not push insulin through with the plunger. Customer's blood glucose was 574 mg/dl. During troubleshooting, customer disconnected and reconnected infusion set and reservoir and pushed insulin with plunger; insulin did exit. Customer was advised that insulin pump was working as designed. After troubleshooting, advised him that he was not supposed to reattach the transfer guard to the reservoir after detachment. He stated that he did so in order to put more insulin in the reservoir. Now the cap is leaking insulin. Customer declined high blood glucose troubleshooting. He treated with shots. The product will be returned for analysis.

Manufacturer narrative:
Evaluated two opened and used reservoirs. Inspected reservoirs, snap-cap, and septum for anomalies. None were found. Ran occlusion test; reservoirs filled with diluent, and connected to a new infusion set. Installed reservoirs and connector into a pump. Performed pump manual prime. Visual fluid flow through infusion set and out catheter tip. It was noted that the reservoirs were not occluded.